Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated that they had a nasty fall last week and they wanted to check the interstim device and they couldn't get it to work. The patient changed the batteries and it still wouldn't work. The patient stated that they were seeing a screen and they weren't seeing intensities. Patient services reviewed it was likely the sync screen. Patient services reviewed to press the third button down on the right side. The patient stated that the grey key said "on" patient services reviewed that the sticker is on upside down on the controller. Patient was able to connect on the call. Patient was on program 2 at 1.55. Patient stated that there was not a lightning bolt on the top. The stimulation was off. Patient services walked the patient through turning stimulation on , and then the patient increased stimulation to where they could feel it. There were no further symptoms or complications reported or anticipate.